Event description:
This report was received from an eye surgery center calling for info concerning infections occurring with intraocular lens implants with the model 920 uv-absorbing silicone foldable lens. A physician has had three occurrences of endophthalmitis associated with this model intraocular lens within the past two months. This particular woman had a phaco, clear corneal, cataract extraction, left eye 5/28/97. Subsequently, she developed endophthalmitis (date unk). She was treated pre and post operatively with tobrex drops. A culture was positive for strep and an antibiotic prescribed. The eye surgery center conducted an internal investigation to determine the cause, however, no source of the infection could be found. A MFR review of the batch records revealed that all release criteria were met, no discrepancies were noted in laboratory reports, and all release criteria were met. The results show that the product is not responsible for the endophthalmitis.